Event description:
It was reported that the patient presented in clinic for left ventricular (lv) lead implant procedure. During procedure, the lv lead became dislodged. The lv lead was not implanted, and another was implanted on (B)(6) 2025. Patient was stable. Further information was requested but not received.